Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When inserting the locator into the insertion sheath, the insertion sheath kinked. Considering the risk that the locator could not be securely assembled into the insertion sheath, use of the device was aborted. The procedure was continued with another angio-seal device. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure performed was hemostasis. The procedure before deploying the device was acute ischemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. The vessel's diameter was 4.0 mm. No equipment or other devices were used with the angio-seal.